Event description:
Patient was implanted with condylar plate and screw construct in (B)(6) 2012. Surgeon suspected patient was non-compliant and monitored progress closely. X-rays taken on unknown date revealed non-union and several of the va locking screws had backed out. Patient was returned to operating room on (B)(6) 2012 for removal of all hardware. Patient was revised to an angled blade plate. No further information is available at this time. This is 2 of 5 reports for the same event.

Manufacturer narrative:
The reported date of implant is (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.